Manufacturer narrative:
The device was received in the fully deployed position and the hard cannula was fully retracted. The device was manually reset into the not deployed position and rotation of the ratchet gear deployed the needle mechanism assembly as intended. No damages or defects were found that would contribute to a needle mechanism failure. The downloaded data shows the device completed 530 pulses and then was deactivated. Although no issues were found, the exact cause of the failure to retract could not be conclusively determined. The formed needle and bottom housing were inspected for damages or defects that could cause skin irritation and none were found. The exact cause of the skin irritation could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation. The pod was worn between 4 and 24 hours.